Manufacturer narrative:
Product investigation is in progress.

Event description:
Top of tampon is pulling apart, not intact and sealed properly [device breakage]. Case narrative: consumer reported via phone that the top is pulling apart and not intact. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Top of tampon is pulling apart, not intact and sealed properly [device breakage]. Case narrative: consumer reported via phone that the top is pulling apart and not intact. No injury reported.